Event description:
It was reported that the patient had an infected pocket. The patient reported to her doctor¿s office ¿approximately three weeks ago¿ that her implant site was painful and that a part of the implant was exposed outside of her body. The implant site was also odorous. The doctor removed the device from her left side and placed a new battery on her right. The existing lead was tunneled from her left to the right side. A biopsy was taken from the left implant site and sent to pathology for evaluation. At the time of the report the patient was alive with no injury. Ten days later it was reported that the patient was receiving effective therapy. The patient reported to the wound clinic last week to evaluate her explant site and to attach a wound vacuum. The status of the patient¿s culture was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va09lqt implanted: (B)(6) 2013, product type: lead. (B)(4).